Manufacturer narrative:
A1: patient identifier: requested, not provided due to data privacy. A2: age or date of birth: requested, not provided due to data privacy. A3a: sex: requested, not provided due to data privacy. A3b: gender: requested, not provided due to data privacy. A4: weight: requested, not provided due to data privacy. A5: ethnicity: requested, not provided due to data privacy. A6: race: requested, not provided due to data privacy. D6a: implanted date: device was not implanted . D6b: explanted date: device was not explanted . The actual device has been returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete.

Event description:
The user facility reported that they attempted recanalization of an occlusion of the right acute cardiac ischemia (aci), access transfemoral right 8fr, the angio-seal was released via the angio-seal wire. The stroke was properly retracted, and the arrows were visible. The system was retracted, did not grip and could be completely removed without resistance and without occlusion. The puncture site was then manually depressurized. The angio-seal was then cut open to see whether the anchor was in the system or in the patient. It was still completely in the system. There were no other abnormalities. Additional information was received on 13feb2025: there were no difficulties with arterial access, sheath, guidewire, or catheter insertion. It was just easy to pull out completely, there is no connection to sheath, wire or catheter. A pre-deployment angiogram was not performed. The patient was stable.

Manufacturer narrative:
This report is being sent as follow-up no. 1 to update section h3, and to provide the completed investigation results. One (1) 8 fr angio-seal vip device was returned to terumo medical corporation. The returned sample includes the hemostasis sheath, carrier tube and header bag. The device underwent visual analysis. The device appears to be in used condition as there are visible signs of blood. The hemostasis sheath and carrier tube are fully mated and in rear lock position. The shaft of the device is cut. The anchor and collagen are exposed at the distal tip. The complaint can be confirmed for a non-deployment device pullout. The exact root cause could not be determined. The likely cause is determined to have been an obstruction to the anchor posting to the tip of the hemostasis sheath. The device history record (DHR) review determined that the device was in a conforming state when released from terumo control. There is no indication that any manufacturing, design, or quality system issues may have led to this event. Currently, no action is recommended since this risk evaluation is within the predetermined limits in the hazard based risk table (hbrt).